Event description:
It was reported that insulin dosing on the ilet stopped due to failed cgm pairing, and the user had entered an incorrect dexcom g7 continuous glucose monitor (cgm) pairing code; troubleshooting identified use of an improper procedure and the user subsequently re-paired the g7 with the correct code, resolving the pairing failure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem was identified, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions resulting in an unintended use error.

Manufacturer narrative:
Initial.